Event description:
Sudden onset of hives and progressing dyspnea after putting on surgical gown. Treated in emergency room with benadryl 25 and proventil nebulizer, with resolution of symptoms within one hour.